Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered injuries as a result of a defect in his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; metal ions elevated; marked corrosion; soft tissue debris removed; synovitis; posterior superior defect; removed the retained tip of a retractor from previous surgery. Adapter sleeve, femoral stem and unknown retractor added to complaint. Part and lot numbers identified for cup and head through invoice search.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.